Event description:
The details of the event were received from a foreign reporting source on (B)(4)2009.

Manufacturer narrative:
The detailed info received on (B)(4)2009, indicates that a nurse received a needle stick injury after she performed a capillary blood collection procedure on a known (B)(6) pt. It was stated that the nurse was using the cal device and after puncturing the pt's finger, she received the needle stick injury while she was pressing the puncture site to collect blood with one hand and continuing to hold the used product in the same hand or her other hand (injury occurred on right hand). The health care worker did not discard the product after performing the puncture and before attempting to collect a specimen as per the IFU. The nurse later indicated that the needle did not retract appropriately. There was no info on any medical intervention provided by the facility. It was conveyed that no other info will be provided due to the facility's personal info protection policy. A complaint review was performed and this is the first complaint received for a needle stick injury for this lot. There are two (2) add'l, unrelated complaints recorded against this lot to date. There were a total of three million, five hundred and forty-six thousand (3,546,000) units of cal produced for this lot. Eval summary: regulatory compliance received a needle stick injury report where the contact-activated lancet (cal) was used and was not discarded immediately after puncture as per IFU. The health care worker (nurse) later indicated a slightly exposed needle on a device. No samples were received from the customer. Mfg reviewed the info and photos provided and has analyzed the correlation between the number of excessive tab cap torques and the needle twisting around and shifting out of the carrier resulting in needle exposure after activation. This can be misinterpreted as a lack of needle retraction. The IFU outlines the following direction under the step listed to remove the protection tab: twist off the tab to break the seal and discard. Retain samples were inspected and evaluated. The needle length and the operation of the lancets were found to be in accordance with the specification. This complaint cannot be confirmed as being related to the mfg process. Regulatory compliance will continue to closely monitor and trend this issue.